Manufacturer narrative:
Height: 150cm. When additional information is received a follow up MDR will be submitted.

Event description:
It was reported that there is an issue with the valve. The reporter indicated that a 5 year 9 month post-operative valve is blocked. The device was explanted. Additional event details are not available.

Manufacturer narrative:
Investigation report: progav shunt system g49618c54479. University hospital(B)(6). Rm-nr. 3504 manufacturing and quality control data: the progav shunt system was manufactured by a qualified employee in may 2014. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav shunt system is comprised of a progav adjustable pressure valve and a shunt assistant fixed pressure valve. The shunt system was inspected as article fv413t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation: reference number (B)(4). Description of incoming product condition: the shunt system was received in the return kit, submersed in an unidentified liquid. Reason of complaint: suspicion of: occlusion . Patient information: weight: 50 kg. Height: 150 cm. Date of implantation: (B)(6) 2014. Date of removal: (B)(6) 2020. Visual inspection - no deviations found. Permeability test: a permeability test has indicated that the shunt assistant has a blockage and the progav valve is permeable. Adjustment test: the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Results: first we performed a visual inspection of the progav shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability of the valves. The progav was permeable and operating within specifications. The shunt assistant valve was not permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve was not adjustable to all settings. The brake functionality was fully operational, however due to the inability of the valve to hold a set pressure, it was not possible to measure the brake force. Finally, we have dismantled the valves. Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.